Event description:
It was reported that this inflatable penile prosthesis (ipp) would not fully deflate; the patient stated that he now had a curvature in his penis. The curvature was confirmed by his physician who was able to deflate the device and cycled the device several times. The physician noted the device had an abnormal bend in the base. A revision surgery was performed and an aneurysm was identified in the right cylinder of the ipp; this caused the penis to bend when the device was fully inflated. The device was explanted and replaced.